Event description:
The patient reported that she has had no therapeutic relief since she had device implanted. Patient stated she was still going to the bathroom as much as she did prior to implant. Patient stated she has had implant for about two weeks now. Patient stated she was not feeling stimulation either. Patient stated she did not know how to use the patient programmer (pp) and did not believe she could use pp on her own. Patient stated she has read pp manual and said she was (B)(6) and cannot do this on her own. The patient declined assistance with adjustment and will call back when the daughter is available. The patient has a two week post-implant follow up this thursday with healthcare provider (hcp). Patient stated she may wait until hcp appointment and request instruction and programming at appointment. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event. Additional information was received. Patient reported that since implant they had not had any real relief in the frequency of incontinence. Their physician increased the stimulation two times to see if that would help, but they had no change as of the date of the report. No further complications anticipated. Additional information was received from the patient on 2017-jun-22. The patient reported that it had not worked since implant. The patient stated that sometimes it worked and other times it did not. The patient noted that they were on the second program at the time of report and increased it but it was not helping. The patient stated that they did not expect it to work 100% but at least 50%. The patient noted that when they increased it too much they felt a current, the patient turned it down two notches and was going to try that for a few days to see if it would happen. The patient noted that their pads were soaked and that they felt a shock the week prior to report. The patient clarified that it was stimulation and electric feeling. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient turned it down, which took care of the sensation in the pelvis and leg. They stated that they had a spinal injection a week prior to the report. Their first program didn't work and the second one wasn't doing much either. It was noted that they had it for bladder incontinence and some days were worse than others. They had a lot of constant leaking, which would come without notice. They had to wear protection all the time and used 10-15 pads a day. At the time of the report, they were on program 3 at 4.8 volts (v) and increased to 5.3 v, where they thought they felt a little something across the vaginal area.